Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are unable to determine the root cause of this event. If any additional relevant information is received, a supplemental MDR will be submitted.

Event description:
It was reported that during a pci procedure, a balloon rupture occurred. The 90% stenotic lesion was located in the moderately tortuous and calcified mid right coronary artery (rca). The viva balloon ruptured at 7 atms on the initial inflation. The procedure was successfully completed with a different device. No patient injuries or complications were reported. Patient status is reported as "good."